Event description:
Per the clinic, the patient experienced headaches and pain at the abutment site subsequent to sustaining a head trauma. The device was explanted on (B)(6) 2024 and there are no plans to re-implant the patient with a new device as of the date of this report.